Event description:
A patient in a study underwent an ion endoluminal lung biopsy procedure. After the procedure, bleeding occurred which required suctioning of blood for greater than one minute with administration of cold saline. Comorbidities included asthma and pulmonary hypertension. The target lesion of the left upper lobe had a diameter of 25 mm; distance from the pleura was 8 mm and the distance from the chest wall was 8 mm. Tools used for the procedure were 21 g flexision needle and cryoprobe - 1.1 mm. The procedure time was 28 minutes and was completed as planned with ion; there were no ion device malfunctions. There were no adverse events after the procedure prior to discharge, which occurred the same day. The pathology results of the biopsied lesion were malignant adenocarcinoma. The study investigator reported the event as not a serious adverse event, a ctcae grade 1, possibly related to the ion procedure, possibly related to the ion system, but not related to the patient's underlying disease status.

Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 184 cm., body mass index (bmi) 20.5 kg/m2.